Manufacturer narrative:
The initial medwatch report (patient information) were left blank. The initial medwatch report (patient information) should indicate: (B)(6) years old, male, (B)(6) kg.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed from the downloaded key log that the device had indeed powered off automatically. The device was then extensively tested without being able to reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off after delivering the first defibrillation shock of 200 joules to a patient. The paramedics switched the device back on and continued to provide CPR to the patient. It was also reported that upon re-testing, the customer assumed that they pressed the on/off button instead of the shock button but from the downloaded key log, physio observed that the device had powered off automatically.  No information on the patient outcome or patient details were provided.